Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid leaking from the cycler set cassette and into the cassette door of their cycler after ending their pd treatment. The patient reported receiving the heater bag not detected and the air detected in cassette alarms during drain 1 of treatment, at which point the patient checked the cassette door and fluid poured from the compartment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient could not progress treatment and decided to end treatment for the night. The patient was advised to discontinue the use of their cycler and a new cycler was issued to the patient. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, it was confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however treatment was not completed on the day of the event. The patient received a new cycler in time for treatment the following day, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The patient noted that no holes or tears were found in the cycler set cassette after removing it from the cycler. The cycler was returned to the manufacturer for physical evaluation.